Event description:
Tip from trial stem reverse humerus broke off and remained in the patient's arm. The missing piece was not noticed missing until after cement went into the arm. X-ray taken after implants placed and tip found in arm/canal of humerus. Doctor was made aware of the situation.